Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who had a high degree of hyperopia in both eyes underwent bilateral lasik. Both eyes were overcorrected and this report concerns the patient's right eye. The refraction was the same at one day post-op and one week post-op. Additional information has been requested.